Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the fuse on the snubber circuit board was open indicating there was no actual output of x rays. The fuse was replaced and the system calibrated. The system was tested at high level fluoro and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 had no image, although, it appeared to track to maximum output. There was no adverse patient involvement reported. There was no patient information reported.